Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted without issues. A second clip was placed advanced to the mitral valve. Visualization was difficult due to the first implanted clip. The second clip was placed on a2/p2, medial to the first clip, reducing mr to <1. However, during deployment after the lock line was removed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 2. Per the physician, the slda likely occurred due to the thinness of the leaflets. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no similar reported from this lot. Based on available information, a cause for the single leaflet device attachment/slda is due to patient anatomy. There is no indication of product issue with respect to manufacture, design, or labeling.